Event description:
An officer responded to a medical all, the patient condition was not reported. The device would not power on. The operator removed any reinstalled the battery in an unsuccessful attempt to power up the device. The reporter stated there were no adverse affects to the patient as a result of device operation, as the patient had a non-shockable rhythm. The patient outcome was not reported.